Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when installing the backup battery (ebb) in the primary system controller the head of the screw broke off. A warranty replacement of the controller was requested as the screw is stuck in the controller cover. It was planned to exchange the controller once the patient was anticoagulated appropriately.